Event description:
The customer reported that during a saphenous vein harvesting procedure, the cone tip detached while inside the patient. The cone tip was retrieved without any serious complications or effects to the patient.